Event description:
It was reported that egm noise occured during body movement, resulting in oversensing and inappropriate therapy. The lead has been removed from service. No patient complications have been reported as a result of this event.